Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient had experienced pain at the pocket site with swelling. Reportedly, the patient was diagnosed with a hematoma under the ipg site. On (B)(6) 2019, the physician opened the ipg pocket site, drained, irrigated with saline, and closed the pocket site. Therapy was resumed following the procedure.

Event description:
It was reported that the hematoma and pain is resolved by the procedure.